Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received 11 unused units within sealed packaging with all components present and intact. Visual observation of the returned devices revealed no abnormalities or damage. The extension tubing was intact and attached at each end and the vent plugs were attached properly at the end of the luers. No open paths were observed in any of the 11 units. The water/ leak teat was conducted on each unit and no leakage was observed. As the returned units provided for evaluation met and performed per the required manufacturing specifications, bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system had a hole at the end of the tubing where blood leaked out during use. The following information was provided by the initial reporter: "customer states that the catheter has a hole at the end of the tube and blood spilled out."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system had a hole at the end of the tubing where blood leaked out during use. The following information was provided by the initial reporter: "customer states that the catheter has a hole at the end of the tube and blood spilled out."